Event description:
Information was received indicating that the syringe plunger was not in place. It is unknown if there was patient involvement or any adverse effects.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Reconnected optocoupler tightly into main pcb and upgraded software. Performed pm (preventive maintenance) and all functional testing. The cause of the reported problem was traced to the incorrect assembly by customer (no tamper seal on bottom case). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.